Manufacturer narrative:
D9 - date returned to mfg is 3/14/2024. Two photos were shared by the customer. In the photo #1 a crack in the male spinning luer is observed, and in the photo #2 the lot information is shown. No additional damage or anomalies are observed. One used sample list #b1415 was returned for evaluation. As received the male spinning luer was observed to be cracked from the thread section, no cold form damage or any evidence of strikes were observed. No mating device was returned for evaluation. The male luer meet the iso design specifications. Complaint of cracks can be confirmed based on the used physical sample evaluation. The probable cause of the cracks is unknown. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 7" smallbore ext set w/clamp, rotating luer where it was reported that the extension set found to be cracked when removed from neutron valve in order to draw bloodwork from power peripherally inserted central catheter (PICC). There was no leaking or no apparent loss of fluid. There was patient involvement and no apparent harm. Sample is available for investigation.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.